Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05905, related manufacturer reference number: 2938836-2019-05906. It was reported that the patient presented in an emergency room. It was noted that the right ventricular and right atrial leads were dislodged into the superior vena cava (svc) due to twiddler syndrome. Lead dislodgement on both the leads was confirmed via chest x-ray. The right atrial and right ventricular leads were explanted and replaced. The implantable cardioverter defibrillator was reused and remains implanted. The patient was stable post procedure.